Event description:
It was reported that 1 bd insulin syringes with the bd ultra fine¿needle had label information issues. The following information was provided by the initial reporter : it was reported that dates on box seemed to be switched around so that expiration date is listed as manufacturing date and manufacturing date is listed as expiration date on self carton.

Manufacturer narrative:
Date of event: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. Investigation summary : exec summary - no physical samples were received; the investigation was performed based on the photos provided. . A review of the complaint lot history check was performed and this is the 1st related complaint for label information incorrect (mixed-up printed dates) on this lot #. One non-conformance was raised in association with this type of event for this lot. Bd was able to confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - customer returned several images of shelf cartons, including a shelf carton from lot 1116597. The shelf carton has a printed manufacturing date of 2026-05-31 and a printed expiration date of 2021-06-01. The manufacturing and expiration dates appear to have been swapped in relation to their advertised locations. A review of the device history record was completed for batch# 1116597. All inspections and challenges were performed per the applicable operations qc specifications. There was a notification [200961554] for this issue and it was released for ¿use as is¿. Based on the images received bd was able to confirm the customer¿s indicated failure of label information being incorrect. Manufacturing (holdrege) will be notified of this issue. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.